Manufacturer narrative:
Age at time of event: (B)(6) at the time of study enrollment on (B)(6) 2014. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
Clinical study: (B)(6). It was reported a patient death occurred. On (B)(6) 2014 the patient was referred for cardiac catheterization and the procedure was performed the same day. The 90% stenosed target lesion was located in the distal left circumflex artery(lcx); the lesion was 38mm long with a reference vessel diameter of 2.5mm. Pre-dilatation was performed and a 2.50 x 38mm promus element drug-eluting stent was advanced. Following post-dilatation, the residual stenosis was 0%. The patient was discharged on (B)(6) 2014 with aspirin and clopidogrel. On (B)(6) 2017, 1236 days post index procedure, the patient died due to unknown causes.